Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a clinic visit the implantable cardiac defibrillator was noted to be at end of service and alerts were triggered. The charge time was greater than thirty seconds. The interrogation showed no shocks had been delivered. Follow up indicated that the charge time at the last visit was 9.3 seconds. The device remains in use. No patient complications were reported as a result of this event.